Event description:
It was reported that the tips of a coupler forceps were significantly misaligned when inspected before being used in the hospital. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed and observed a slight misalignment when closed around the coupler pins. While the tips of the forceps may be visually atypical, the functionality of the forceps does not appear to be impacted. No functional defects noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.